Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Maquet cardiopulmonary (B)(4) requested the product for investigation but the product is no longer available for investigation. Therefore, no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and one similar complaint (B)(4) was found with the following results: the product was visually inspected in the laboratory of the manufacturer. On the blood inlet and blood outlet side no clots were detected. During rinsing no clots were flushed out. The product was cleaned with sodium hypochlorite solution. No other abnormalities were detected. DHR review: affected product: basic lot 70117165 and packaging lot 70117949 (serial number (B)(4)). The avz from egg000 to eeg014 ((B)(4)) was reviewed on 2018-07-31.there were no references found, which are indicating a nonconformance of the product in question. Additionally a review of the weekly performance monitoring according to (B)(4) has been reviewed ((B)(4)), the performance tests passed all acceptance criteria. The reported failure could not be confirmed. Based on the results obtained during investigation at this time the cause of the reported incident was determined to not be attributed to a device related malfunction. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
According to the customer: the oxygenator had closed up during the operation. Start of the perfusion was 03:39 pm, at 03:56 pm the oxy had to be replaced because of high-pressure. Act was 412 before the trade. Status of the patient uncertain because the op was still running when reporting. The oxygenator was replaced with a new one. No known consequences to the patient. (B)(4).